Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating when performing equipment check, the device stopped working without alarming (at high flow). There was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort response received, the field service engineer spoke with the respiratory therapist (rt) specialists, and it was determined that the problem was not with v60 ventilator. The issue was with the filters that they are using (blank mark). The filters have a leak that is not being detected and need to be configured on the device. The field service engineer will be going onsite to inform the respiratory therapist specialist that per the guidelines in the service manual, the filters being used are not approved by philips and may degrade system performance.

Manufacturer narrative:
H10: the manufacturer has contacted the customer regarding the repair of this device, but no response has been received. No further information could therefore be provided about the troubleshooting, repair, diagnostic report, parts replaced, or part return. A field service engineer (fse) was not able to evaluate the device, and no onsite work order was generated.  If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device check stopped working without alarming (at high flow). It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.